Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in radius side assessed as fold flaw opening. Additional observations: white calcification particles observed the outer the device. Observed creases on the device. Missing plug strap assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
A "hole, non-specific" was observed during surgery. Device was also replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.